Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the lifevest equipment. Patient described the area as open sores under each electrode. There was no alleged device malfunction contributing to the sores. The patient¿s physician prescribed benadryl for the sores. Follow up indicated that the sores improved.